Event description:
Boston scientific crm received info that this pacing system was implanted on feb 3, 2010. During the procedure, difficulty finding an appropriate cephalic vein was experienced. Therefore, subclavian vein was used. All together, ten punctures were required to find a good vessel to advance the leads toward the heart. Both the atrial and ventricular leads were implanted with normal measurements. The procedure was finished and the pt was moved to recovery. A few days post implant; while the pt was still in the hosp, the pt experienced tachycardias at about 150-160bpm. The pt was treated with medication and a chest x-ray was performed and revealed no abnormalities. The pacing system was working appropriately. A couple of days later; a second chest x-ray was taken and revealed a pneumothorax. The pt had developed pulmonary edema. The pt then passed away due to the pneumothorax. The pt's physician felt that the pneumothorax had developed from the initial implant procedure and was a result from the repeated puncture and search for the subclavian vein. There were no allegations against the boston scientistic products. The pacing system remains with the pt and will not be returned to boston scientific crm.

Manufacturer narrative:
The pacing system remains with the pt and will not be returned to boston scientific crm. Should additional info becomes available, an amended report will be submitted.